Event description:
Related manufacturer reference number: 3006705815-2023-05120. It was reported that the ipg failed to establish communication with external devices and the patient has been unable to charger their device for a while. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. During the procedure the lead was explanted due to high impedances and could not be replaced due to scar tissue. Effective stimulation was restored with remaining lead. Surgical intervention may take place at a future date to address the lead. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000044816.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000044816.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.